Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. It shows a 20ml syringe with the luer tip broken off; next to the syringe, there is an extension tubing set. From the photo, it appears the luer tip is at the extension tubing set female connector. Based on the investigation and photo analysis, the symptom reported by the customer is confirmed; however, the root cause is when the connection of the syringe and the extension tubing set is done the female connector is over-torqued. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the tip of syringe 20ml ll s/c 48 broke. The following information was provided by the initial reporter: "it was reported that: the tip broke off in the female section of the extension tubing. Tip of a 20ml luer-lok syringe that broke while the provider was connecting it to an extension tubing. The tip broke off in the female section of the extension tubing."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tip of syringe 20ml ll s/c 48 broke. The following information was provided by the initial reporter: "it was reported that: the tip broke off in the female section of the extension tubing. Tip of a 20ml luer-lok syringe that broke while the provider was connecting it to an extension tubing. The tip broke off in the female section of the extension tubing."